Event description:
The following has been reported: staff reported pump problem to biomed, no info on staff or patient injury. Ivenix confirmed pump problem alarm during first test infusion. Did not download the logs. Pump returned to ivenix on 3/18. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Multiple pneumatic failures occurred resulting in a pump problem alarm. The failure event was due to a leak in the positive pneumatic valve (valve 2) but there may also be an issue with the ipc valve (valve 4). Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.